Event description:
Caller reported an issue with the pump, where the cartridge fill tubing step was looping. There was no adverse impact to the customer's blood glucose level. Cts helped the caller by instructing them to remove the cartridge, inspect, and clean the pump's pneumatic tap area, resolving the issue successfully. The caller completed the load process and resumed insulin usage.